Manufacturer narrative:
Air valve.

Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a pressure sensor failure. The service tech replaced the sensor board to correct the problem. The service tech also noted a diagnostic code in the ventilator log history that indicated an air valve liftoff failure. The service tech replaced the air valve to address the failure. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. The sensor board and the air valve were returned to the factory for failure analysis. Failure analysis reported no faults found during testing of both parts.